Event description:
Report rec'd from abbott international affiliate (abbott united kingdom) of a "possible overdelivery". The report states: "100ml bag (100mg morphine in saline, i.e. 1mg/ml) empty. Pump registered on 39mg, with 427 requests." The pump was programmed" in the pca only mode delivery at 1 g pca bolus dose with a 5 minute lockout". There was no pt harm reported. No add'l info was available.